Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed e4 (occlusion error) and displayed it again after changing the infusion set. The patient had ketones of 4.2 and a blood glucose level of 24 mmol/l. The patient was taken to the hospital and treated with an IV of insulin. The infusion device accessories were changed and the patient began using the device after leaving the hospital, but it again displayed e4. The patient stopped using the device and began utilizing insulin injections. The infusion device was requested to be returned for product evaluation.